Event description:
Customer's repair vendor contacted maquet to ask for a replacement ambient light module since they had a broken one. The housing was cracked from a hit and had temporarily been taped in place. There was no patient involved and no injuries were reported. (B)(4).

Manufacturer narrative:
This malfunction was previously addressed in the u.s. Through the device correction. The customer's repair vendor is ordering a new ambient light module and will perform the repair.